Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. In accordance to the practitioner's correspondence, the pt's death was clearly not device related. The review of the quality documents confirmed a regular device manufacturing.

Event description:
After an implantation time of about 8 months, it was reported that the pt had expired. No other details regarding the pt's death have been made available to biotronik so far. Biotronik will be in contact with the physician to try and obtain more info.